Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there were multiple issues with cadd cassettes where the fluid was leaking out of the bag into the cassette. The event happened while filling the bag with medication. Per reporter, it happened to four cadds. There was no patient involvement. Per reporter, the medication was a narcotic.